Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the italy. On 02-june-2024, it was reported by the patient that two infusions set fell off within few hours of use. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.